Event description:
It was reported that the rate on the epg (external pulse generator) "is off," and the epg needs calibration. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the main printed circuit board (pcb) was replaced as a preventive measure. It was also noted that the upper and lower case halves were broken, the battery release was contaminated, both bail covers, ring cover and lead flex cover were broken, both pcb flexes were creased, the battery contacts were compressed, one bail and ring were missing, one bail was bent, the battery drawer was broken, the keyboard window was scratched, and the heart lead flex was corroded. Further analysis was performed on the main pcb. This analysis could not reproduce the reported event.